Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of call was 340 mg/dl. The customer stated that he was wearing the sensor for the last three days. The customer stated that he visited his doctor for sinus problem and was given antibiotics. The customer was experiencing high blood for the past two days. The customer's most recent glucose reading was 254 mg/dl and was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed and high pressure test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.